Event description:
Pump is over heating, losing suction, condensation between the shield and pump. This has caused customers milk supply to drop and caused them mastitis. Doctors have prescribed antibiotics.